Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02600 and 2210968-2013-02601. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): retured suture segments were returned for evaluation. They were microscopically evaluated. Some segments were cut and two segments had a broken end. The amount of force required to cause the breakages could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2013 and suture was used. The suture broke at the knot with continuous suturing technique. Another like device was used. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.